Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. No other information was provided. Subsequently, this device was explanted and replaced. The pacemaker has been received for investigation. No additional adverse patient effects were reported.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. No other information was provided. At this time, the device remains in service. No additional adverse patient effects were reported.